Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient revealed 2 episodes of t-wave oversensing followed by a capacitor charge. Decreased in the r-wave signal amplitude and pacing impedance were observed. The lead was capped.